Event description:
Additional information received from the consumer reported that the trial took place from (B)(6) 2014 to (B)(6) 2014 and they were so pleased to have their pain level at zero. During the trial procedure the patient was woken up and they adjusted stimulation based on the patient's perceptions. This was not done during the full implant procedure. On the day of implant for the implantable neurostimulator (ins) the manufacturer representative attempted to find the patient's area of stimulation. At the end of programming they had stimulation to both legs and nothing in either sciatic nerve or the sacral and coccyx area. After the reprogramming on (B)(6) 2015 the patient was told to use channels a and b and to switch back and forth as needed for pain relief. At the reprogramming on (B)(6) 2015 they were able to find stimulation for the left sciatic nerve and they had coverage for the right and left sciatic nerves and right and left upper thigh areas. The areas needing to be covered were the sacral, coccyx, and right and left lower legs. The patient had an appointment with their doctor to discuss the leads scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient never had the desired therapy coverage as they did during the trial. The therapy was not targeting all the areas as it did during the trial. Multiple reprogramming sessions were done to address the issue. On (B)(6) 2015 the device was reprogrammed which covered the patient's legs and sciatic nerve pretty well, but not in other areas. On the (B)(6) 2015 the device was reprogrammed again to target other areas but coverage in the legs was lost. The device was reprogrammed for a third time on (B)(6) 2015 which was programmed really good but did not cover the left sciatic nerve. A fourth reprogramming attempt was done on (B)(6) 2015 and a fifth one was done on (B)(6) 2015. An email was sent to a different rep for an individual programming request. The patient wanted to have coverage for the sacrum and lower legs without losing current coverage. This issue has been ongoing since the initial implant. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. The issue was unresolved at this time. Additional information received reported that a programming session was requested. The patient was met for a reprogramming. The patient mentioned prior to the reprogramming that she hadn't had close to the same coverage she had during her trial and that no one had been able to get stimulation in her left foot, right leg, or right sacroiliac (si) joint. The reprogramming was started and the patient was able to get full coverage with 0-7 electrodes on the left side from the lower back to foot. When attempts were made to program the right lead, most stimulation was either in both of her kidneys or increasing in the left leg on low amplitudes. The patient was only able to get the right foot using +7, +14, and -15. A x-ray was requested to check the lead placement and it was seen that one of the leads was very much anterior. It was reported to the patient that one lead was of no benefit in its present location and to make an appointment with the healthcare provider (hcp) to discuss a lead revision. The patient was returned back to her initial programming at her request. The cause of the event was unknown but was identified by a lack of bilateral coverage which was verified with an x-ray. It was unknown which of the two leads was involved. Surgical intervention was planned but had not been scheduled at this time. The event occurred during normal use. The patient status at the time of this report was "alive-no injury".

Event description:
Additional information received reported there was a dorsal column stimulator revision. If additional information is received, a follow-up report will be sent.